Event description:
It was reported that the patient presented in the emergency room experiencing discomfort. Upon review, it was noted that the pacemaker exhibited failure to interrogate and extra cardiac stimulation, and was found in back-up mode. The ICD was reprogrammed and restored. The patient was in stable condition.